Manufacturer narrative:
Legal files statements: based on the additional information received, updates were made to the following sections: age or date of birth, date of event, event(updated below). New codes coagulopathy (1779) and occlusion (1984). Perforation was reported in the initial but the patient states the filter perforated outside of the ivc. Additional details were received from medical records that the indication for filter placement hospital admission with left popliteal dvt and pulmonary emboli. He was not able to take anticoagulation due to noncompliance and was therefore brought to the cath lab for ivc filter. An inferior vena cavogram was performed, which showed the patient had a patent inferior vena cava. The venogram showed no vena caval abnormalities and the renal veins were coming off the level of the l1-l2 vertebral body. The filter was deployed successfully below the lowest renal vein. A completion venography revealed satisfactory positioning of the filter with no complications, and the filter was below the lowest renal vein. The patient was transferred back to the recovery area in stable condition with no complications. Additional information was received from a patient profile form (ppf) that the patient has blood clots, clotting, and/or occlusion of the ivc. The patient discovered that his ivc filter had perforated outside the ivc, migrated and tilted approximately 3 years after filter placement. However, the patient was unaware that his injuries may have been a result of the defective product and an unreasonably dangerous condition of his filter until within two years of the filing of his complaint. He refers to his medical records for complete details of the injuries he has suffered. Moreover, the patient does not know which injuries are the result of defects and an unreasonably dangerous condition of the filter. Plaintiff is relying on experts that will be retained by counsel to determine this information. Subject to these statements, the patient further states the following: a CT scan performed for evaluation of the optease ivc filter reported tilt, migration and perforation. Tilt, migration, perforation, blood clots, clotting and/or occlusion of the ivc. These injuries have caused emotional distress, mental anguish, anxiety and stress. In addition to the injuries listed, the patient is relying on the experts that will be retained by counsel to determine all injuries attributed to the device. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, migration, and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and "tortuousity". It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. The timing and mechanism of the tilt, migration and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the very limited information provided and without the procedural films or post implant images to review the reported tilt, migration and perforation could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, migration, and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned leading to, tilt, migration, and perforation. Additional information indicated that the patient has experienced blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient discovered that the ivc filter had perforated outside the ivc, migrated and tilted approximately 3 years after filter placement. The patient reported that a computed tomography scan that was performed for evaluation of the filter revealed that the filter had tilted, migrated and perforated the ivc. The indication for the filter placement was a history of pulmonary embolus and re-admission to the hospital for a left popliteal deep vein thrombosis and non-compliance in taking anticoagulants. During the procedure an inferior vena cavogram was performed, which showed the patient had a patent inferior vena cava. The venogram showed no vena caval abnormalities and the renal veins were coming off the level of the l1-l2 vertebral body. The filter was deployed successfully below the lowest renal vein. A completion venography revealed satisfactory positioning of the filter with no complications, and the filter was below the lowest renal vein. The patient was transferred back to the recovery area in stable condition with no complications. There is currently no additional information available for review. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned leading to, tilt, migration, and perforation. Additional information indicated that the patient has experienced blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient discovered that the ivc filter had perforated outside the ivc, migrated and tilted approximately 3 years after filter placement. The patient reported that a computed tomography scan that was performed for evaluation of the filter revealed that the filter had tilted, migrated and perforated the ivc. The indication for the filter placement was a history of pulmonary embolus and re-admission to the hospital for a left popliteal deep vein thrombosis and non-compliance in taking anticoagulants. During the procedure an inferior vena cavogram was performed, which showed the patient had a patent inferior vena cava. The venogram showed no vena caval abnormalities and the renal veins were coming off the level of the l1-l2 vertebral body. The filter was deployed successfully below the lowest renal vein. A completion venography revealed satisfactory positioning of the filter with no complications, and the filter was below the lowest renal vein. The patient was transferred back to the recovery area in stable condition with no complications. There is currently no additional information available for review.